Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from the general checkout procedure. Internal inspection did not reveal any anomalies with the ventilator.

Event description:
It was reported that the ventilator was set to 1200 ml but the vte reading was 200-253ml while connected to a patient. The patient was not getting enough air and the ventilator did not alarm when the reported problem occurred. The patient was placed on a backup ventilator with no patient harm reported. The ventilator was tested on a test lung and the vte measurement was still low.